Manufacturer narrative:
The investigation confirmed that results from a patient sample processed on an engen laboratory automation system were associated with an incorrect sample ID (sid). The assignable cause of the event was determined to be user error. After the tube for the patient sample was placed into the centrifuge module load rack, the centrifuge module was stopped but the customer did not remove all samples as instructed in the user documentation. Additionally, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed. Ortho guided the customer to the tcautomation operator manual in the centrifuge module section. Following this information, the customer claimed to understand that all samples must be removed prior to restarting the module as per user documentation. No further assistance was requested. The engen laboratory automation system did not malfunction.

Event description:
The investigation determined that results from a patient sample were associated with an incorrect sampled ID (sid) when processed on an engen laboratory automation system. The association of test results with the wrong patient and mis-reported from the laboratory may lead to inappropriate physician action with the potential for serious injury or consequences to the patient. The mis-associated sample results were reported from the laboratory. However, repeat testing was later conducted and a corrected report issued. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).